Event description:
Reported an infusion pump with failure code 810:04 which occurred during an infusion. When the failure occurred the pump was replaced with a different one. The facility's rep stated that no pt injury was reported on this pump.